Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer? Annex a : a0709. Annex g : g0301204. Annex b : b01, b14. Annex c : c02. Annex d : d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that during an infusion the device had "alarmed without alerting a reason for alarm". There was patient involvement, however no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during an infusion the device had "alarmed without alerting a reason for alarm". There was patient involvement, however no patient harm.